Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that drawer was not opening. A technical support specialist (tss) remoted into cabinet and found that the network adapter had already been populated, and the network configuration were correct. Further the tss confirmed that the reported issue was associated with pi 55845. Then the tss closed and opened medbank application and the drawer came back online. Then the customer called again with the similar issue, since this is a pi issue the tss mentioned to logout and login. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawers failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.